Manufacturer narrative:
The device records 63 log entries between (B)(6) 2005 and the (B)(6) 2014. The device records 15 manual power ups between (B)(6) 2005 and (B)(6) 2009, one of which lasts ten minutes duration. The device fails multiple self-tests due to a low battery between (B)(6) 2013 and (B)(6) 2014. Investigation was unable to replicate or find conclusive evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of 10 minutes duration, due to a membrane failure. It is therefore assumed that the customer returned the device in response to field safety corrective action. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.